Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad unresponsive due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and keypad was unresponsive. The blood glucose level was at 155 mg/dl at the time of incident. Customer went swimming in the pool. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.